Event description:
The pt was scheduled for a heart cath for a new onset of angina. During the procedure, an air injection occurred. Four air bubbles went down the left anterior descending artery (lad) and two air bubbles went into the left circumflex artery. The pt went into ventricular tachycardia and then into ventricular fibrillation and had to be shocked. The pt stabilized after medications were given. Utilizing the same injector and disposables, the site finished the heart cath procedure without add'l incident. The pt was admitted to the hosp after the procedure. The site requested that the injector be checked out by medrad service before using it again.

Manufacturer narrative:
A medrad service rep checked the injector and no problems were found with the unit. A medrad cv clinical specialist went to the site to perform re-training over multiple days after the incident and any questions that they had were addressed. Further follow up with the site was performed and clinicians from the site reported that the air injection had nothing to do with the injector. The multi-patient disposable set (mpat) that was in use during the procedure was returned for evaluation. During functional testing, no problems were found that would have contributed to the reported event. Based on our investigation, the most likely cause of the reported event is due to an improper purge of air during the setup of the disposable sets; more specifically, not following the published operator instructions.